Event description:
It was reported that the aq5010v silicone three piece lens was being used as a piggyback and broke in the injector as it was inserted into the eye. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the lens sat in the injection system longer than usual after it was loaded and this likely caused the incident.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Results: visual inspection of the returned lens showed the lens was received stuck in the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).